Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection identified the clear insulation had rolled up onto the jaws, causing it to fail hipot testing. Review of the device history records for this lot found no potentially contributing factors. This damage can result from rough use or improper handling through a trocar, and the investigation identified the root cause of the issue to be user error. The IFU included with this product states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which can compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 12/15/2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a nephrectomy, the rubber insulating sleeve on the device was damaged. The issue occurred when the device was inserted within a trocar and the insulation bunched, preventing the device from moving through. Another device was used to continue the procedure. No patient injury occurred or medical intervention required.